Event description:
The user facility reported that a filter housing ruptured during the weekend when the area was closed causing a large amount of water to flood the room where the processor was located. No injuries or procedural delays were reported. Property damage was reported.

Manufacturer narrative:
A steris technician inspected the system 1e and found the big blue filter housing had a vertical crack. The water pressure was recorded to be greater than 100 psi. This filter housing is labeled for a maximum of 90 psi. The technician noted that facility had bypassed the damaged housing by deinstalling the big blue housing, installed a pipe, connected the pipe outlet to the steris hose and connected the hose straight factory crimped fitting to the pre a and b inlet adapter. The technician ran a diagnostic cycle and found the unit operational. The big blue filter is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the users incoming water pressure and are the responsibility of the user's to maintain.